Manufacturer narrative:
DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented for implant of the right ventricular (rv) lead. During the procedure the lead perforated the rv apex. An echocardiogram confirmed cardiac tamponade, and pericardial effusion. A pericardiocentesis was performed. The patient was stabilized and transported to another medical facility where the rv lead was subsequently explanted. The patient recovered.